Event description:
This is a corrected submission report - manufacturer address. As physical therapy staff was attempting to lock the stand-up lift, pt's toe was under the metal plate that lowers to the floor for locking. Pt's right great toe was under plate resulting in fracture and deep laceration requiring sutures. This was an older and different model by midland. There was no foot rest on this device. During the root cause analysis, the facility spoke to the manufacturer. The manufacturer did mention however, that they have a "warning sticker" decal they could send to the building to avoid this type of issue. It raises the question why do they have the decal already, and have they appropriately communicated the concern to everyone that has purchased the machine? The hospital's management has removed the device and does not want to return it to use. They do not feel confident a sticker could prevent this from happening again. Unfortunately, the sticker was not made available to the hospital prior to the incident. Approx purchase date was 2004.